Event description:
Description of event according to initial reporter: during the thoracic procedure involving zta-p-32-109 the introducer disconnected from the black gripper wile withdrawing the sheath. The physician was forced to continue withdraw the sheath disconnected. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: per the reported information, during the thoracic procedure the introducer disconnected from the black gripper on a zta-p-32-109 (complaint device) while withdrawing the sheath. The physician was forced to continue withdraw the sheath disconnected. No adverse effects on the patient. The complaint reported by the user was confirmed based on visual and/or functional inspection. The entire device was returned for evaluation. The device evaluation determined the following: zta-p-32-109 was returned without shipping stylet and stent graft. The device evaluation found that the tubing of the sheath was separated from the sheath collar. The outer diameter of the sheath was measured to 6.57 ¿ 6.7 mm which is within specification and therefore it is unlikely that sheath dimensions (outer diameter) contributed to separation of the tubing from the sheath collar. It was not possible to determine the cause of the separation of the tubing from the sheath collar based on the device evaluation. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is no evidence to suggest that the user did not follow the instructions for use or label. A definitive cause could not be determined from the investigation. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.